Event description:
Reporter indicated the pt experienced midline chest pain and shortness of breath postoperatively. The pt was admitted to the hospital for eval and treatment. Intravenous morphine was administered for her chest pain. She also rec'd heparin and oxygen. The discharge summary indicated the symtpoms could be related to the pt's incisional type pain. The physician feels the chest pain and shortness of breath was related to the vns surgical procedure and not the vns therapy.

Manufacturer narrative:
Vns therapy system labeling lists dyspnea as a potential adverse event possibly associated with therapy.